Event description:
A user facility clinic manager reported an internal dialyzer blood leak that occurred twenty-two minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer near the header cap. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The clinic manager confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: a dialyzer from the reported lot was returned for evaluation. During visual examination a potted fiber fragment was observed at approximately 335° with ports at 0° on cavity end. Under 20x magnification the fiber fragment measured approximately 10.26mm. An opposing end was not identified. There was no other damage or irregularities noted on returned sample. A production records review was performed. The production record review showed one approved temporary deviation notice (dn) in the production of the lot. It¿s unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak is confirmed due to potted fiber fragment. The probable causes for this failure are related to handling the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. As fiber fragments/kinks and loops/broken fibers are caused during the manufacturing process probable causes are a manufacturing process problem and manufacturing deficiency. During the lot history review there was one other complaint reported. The complaint addresses an internal blood leak (no sample). A review of production records found no excursion related to fiber leaks and no associated non-conformances. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints and via the non-conformance/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager reported an internal dialyzer blood leak that occurred twenty-two minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer near the header cap. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The clinic manager confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.